Event description:
It was reported the gastrointestinal videoscope had small flakes of material on the insertion tube and light guide lens. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6, h11 the device was not returned for inspection, however; the reported failure was confirmed by olympus on-site endoscopy support specialist (ess). A definitive root cause could not be identified. Based on the results of the investigation, the cause of flakes/small specks could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.